Event description:
On (B)(6) 2013, a clinical sales representative (csr) from intuitive surgical, inc. (Isi) reported that the tip of the permanent cautery hook instrument reportedly melted and burned a part of the patient's uterus during a da vinci si hysterectomy procedure. There were no missing or fallen pieces reported.

Manufacturer narrative:
This complaint was initially reported as an adverse event with a life-threatening injury in error on (B)(6) 2013 and should have been reported as a malfunction. Since the patient was undergoing a da vinci si hysterectomy procedure, the alleged uterus burn was not a life threatening injury. Corrections: unchecked adverse event, unchecked life threatening, unchecked serious injury, and checked malfunction.

Manufacturer narrative:
On (B)(6) 2013, intuitive surgical inc. (Isi) contacted the csr to obtain additional information about the reported event. The csr confirmed with the user facility that the instrument was inspected prior to use. The instrument was used with a valley lab force fx electrosurgical unit (esu) with a setting of 35. The instrument was in use for about 15-20 minutes before the instrument's tip started to melt. Prior to the tip melting, the user facility observed the casing around the instrument's wrist melting. The instrument reportedly burned a superficial area of 1.5 cm on the patient's uterus. The patient did not receive any medical intervention but the patient and family were counseled and no additional steps were taken. The procedure was completed as planned in 2 hours. The patient's post operative condition was reportedly excellent and she did not experience any post operative complications or receive any post operative treatment. This complaint is being reported because the patient reportedly suffered a uterus burn after the tip of the instrument melted. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the distal end of the instrument exhibited a series of char marks and localized melting from the proximal clevis to the distal clevis. Parts affected were the distal clevis, distal idler pulley, conductor cap, yaw pulley, conductor wire, and proximal clevis. The conductor wire was exposed and the electrical continuity testing failed. Additional observations not reported by the customer were a bent banana plug and corroded back idler pulleys. The bent banana plug was at the back end of the instrument's housing. The back idler pulleys exhibited corrosion with evidence of a yellowish-orange material on the surface of each, which was causing friction on pulleys during movement. The conductor wire was also found broken. No other damage was found. Evidence not conclusive but the bent banana plug may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Evidence not conclusive but the pulley damage may be due to improper cleaning. The cleaning and sterilization user manual specifically states: o when scrubbing the tip of  cautery instruments, take care not to damage the insulation. O do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. O prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.